Event description:
It was reported that during a lap chole procedure, the surgeon used the device to close the cystic duct. The procedure was completed and the pt was released the same day. The next day the pt was not feeling well and was readmitted. Through the camera the surgeon could see the clips still on the cystic duct, but after releasing red dye into the pt, the duct was leaking. The surgeon stated the clips did not efficiently close the duct. A stent was put in the duct and the pt was released on the same day. The pt is fine. The device was discarded.